Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The augment trial locking ring broke off during total knee revision.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A complaint database search against product code 961680 did not reveal any trend of breakage. The investigation could not draw any conclusions about the reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.